Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during operation the cardiosave intra-aortic balloon pump (iabp) stopped running, provided no augmentation and began making strange noises. There was patient involvement, but no harm was reported. System failure alarm and fault #124 were confirmed by device logs. Autofill failure fault #37 was also present in the logs.